Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg was not returned due to hospital policy.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple of weeks ago.